Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. After straddling the mitraclip xtw with the steerable guide catheter (sgc), resistance was felt while turning the m knob, and it deflected the tip of the delivery catheter in the wrong direction. The mitraclip was removed. Another mitraclip was implanted successfully. The final mr was grade 1. There was no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported physical resistance of the m knob and sleeve steering issue were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported physical resistance of the m knob and sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.